Event description:
It was reported that during a diagnostic laparoscopic procedure, on the first firing with a vascular cartridge the device fired fine. Everything went okay. When they released the device, the cartridge came out of the jaws of the device and fell into the patient. It was retrieved. There was no issue noted with the staple and cut line. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.